Event description:
In 2006, a female with a history of renal failure and hypertension was implanted with a gore propaten vascular graft in an a-v access procedure. In '08, the pt presented with stenosis and a pseudoaneurysm which ruptured. A viabahn was placed inside the graft to repair the rupture and a pta was performed. In the next day, a hematoma was observed. At 13 days later, the pt again presented with stenosis along with a hematoma. A pta procedure was repeated. About 39 days later, thrombosis with stenosis and a hematoma was observed. A thrombectomy and pta intervention was performed. Further investigation is pending.

Manufacturer narrative:
Device remains implanted.